Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a peritoneal dialysis patient had been hospitalized on (B)(6) 2017 for pseudomonas aeruginosa peritonitis and stated that patient reported his solution was contaminated. The pdrn stated that patient started feeling abdominal pain, came into the hospital, and was later diagnosed with peritonitis. Per pdrn the source of infection was due to water based contaminate possibly from the patient not cleaning showerhead. The pdrn thought the patient got the bacteria in the water (hot tub or pool). The patient was discharged on (B)(6) 2017 and initially on cefepime 1 gram and tobramycin 8-mg daily ip x30 with no improvement. No antibiotic cream was used at exit site. The patient was re-admitted to the hospital from (B)(6) 2017 due to recurrence of the infection. The patient subsequently had his pd catheter removed and was undergoing hemodialysis and antibiotic therapy via a peripherally inserted central catheter line. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the file were reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis registered nurse (pdrn) that this pd patient with polycystic kidney disease on continuous cyclic peritoneal dialysis (ccpd) experienced abdominal pain and had to stop ccpd treatment on the cycler, necessitating the patient go to the emergency room (ER) for evaluation of the abdominal pain and was subsequently admitted on (B)(6) 2017 through (B)(6) 2017. The pdrn documented that the patient¿s pd fluid culture was 4+ positive for pseudomonas aeruginosa in his pd fluid and had no previous history of peritonitis. The patient was initially treated in the hospital with cefepime 1g and tobramycin 8-mg daily intraperitoneally (ip) for 30 days duration with no clinical improvement of the peritonitis. The patient was discharged from the first inpatient hospitalization on (B)(6) 2017. The patient required re-admission to the hospital on (B)(6) 2017 and subsequently underwent pd catheter (not a fresenius product) removal and transitioned to hemodialysis treatments and further antibiotic therapy via an inserted peripherally inserted central catheter line. The hospitalization course for the second in patient hospitalization was unknown. Discharge summaries for both hospitalized events were requested with no receipt of discharge summaries to date. Per the written pdrn documentation, the reported possible source of this peritonitis infection was ¿possibly water based contaminate possible from patient not cleaning his showerhead.¿ additionally it was reported ¿the patient did not use antibiotic cream at exit side.¿ the pdrn reported in writing the peritonitis episode was not related to the deflex solution.

Manufacturer narrative:
Conclusion: a temporal relationship between the episode of abdominal pain during ccpd therapy with fresenius products on the liberty cycler, necessitating the patient to stop ccpd therapy and go to the ER with subsequent inpatient hospitalization and diagnosis of pseudomonas aeruginosa peritonitis and the fresenius products/liberty cycler exists. The patient has stated allegations regarding possible contamination of pd solution bags used during the ccpd therapy. The etiology and causality of this pseudomonas aeruginosa event is unknown but the pdrn reports reported possible source of this peritonitis infection is ¿possibly water based contaminate possible from patient not cleaning his showerhead.¿ the course of 2 separate inpatient hospitalizations is unknown presently and additional clinical information discharge summaries of the hospitalized events have been requested and have not been received to date. In the second hospitalization the patient has transitioned to hd therapy (unknown device and outcome of treatment). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and information in the file were reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis registered nurse (pdrn) that this pd patient with polycystic kidney disease on continuous cyclic peritoneal dialysis (ccpd) experienced abdominal pain and had to stop ccpd treatment on the cycler, necessitating the patient go to the emergency room (ER) for evaluation of the abdominal pain and was subsequently admitted on (B)(6) 2017 through (B)(6) 2017. The pdrn documented that the patient¿s pd fluid culture was 4+ positive for pseudomonas aeruginosa in his pd fluid and had no previous history of peritonitis. The patient was initially treated in the hospital with cefepime 1g and tobramycin 8-mg daily intraperitoneally (ip) for 30 days duration with no clinical improvement of the peritonitis. The patient was discharged from the first inpatient hospitalization on (B)(6) 2017. The patient required re-admission to the hospital on (B)(6) 2017 and subsequently underwent pd catheter (not a fresenius product) removal and transitioned to hemodialysis treatments and further antibiotic therapy via an inserted peripherally inserted central catheter line. The hospitalization course for the second in patient hospitalization was unknown. Discharge summaries for both hospitalized events were requested with no receipt of discharge summaries to date. Per the written pdrn documentation, the reported possible source of this peritonitis infection was ¿possibly water based contaminate possible from patient not cleaning his showerhead.¿ additionally it was reported ¿the patient did not use antibiotic cream at exit side.¿ the pdrn reported in writing the peritonitis episode was not related to the deflex solution.